Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion tube light guide bundle and light guide fibers glass are worn-out, the insertion tube has slight scratches and indentations. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the universal cord. Regarding the events found by olympus, it is likely the following led to the malfunctions: this event is caused by a component failure of the lg bundle and component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the universal cord of subject device was fractured during service maintenance. There were no reports of patient involvement.